Event description:
During the atrial fibrillation procedure, blood leakage was noted from the sheath hemostatic valve as the catheter was advanced through the sheath into the right atrium. The only devices passed through the valve were the dilator and the catheter. No resistance was felt during the insertion of the dilator. The sheath was exchanged and the procedure was completed with no adverse patient consequences.